Manufacturer narrative:
(B)(4). The customer reported that re-seating the internal connections resolved the issue.

Event description:
The customer reported that the n65p monitor displays is missing segments. The patient was not harmed or injured as a result of the event.